Event description:
It was reported occlusion alarms occurred. The customer¿s blood glucose level. Was 364. Reportedly the customer changed the pump supplies and ultimately reverted to an alternate method of insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.